Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was lost to follow-up. The patient presented due to beeping tones being emitted from the device. The device was interrogated which revealed the device had declared end of life (eol) approximately 21 months earlier. Additionally, the patient had received two shocks a couple days prior to presenting due to the beeping tones. The monitoring voltage was 2.6 volts and two charge time outs were observed. The patient was admitted to the hospital and the device was successfully replaced. No adverse patient effects were reported. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.